Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient had to have stomach surgery and they now weighed like 88 pounds. The patient stated they could no longer physically charge their stimulator and they couldn't take it out until the end of march. The patient needed an MRI and could not charge it. The patient mentioned that their doctor's nurse called the manufacturer on friday and said that it would be fine to have the MRI because the stimulator hadn't been charged in over a year. The MRI guidelines were reviewed with the patient. The patient then stated that now that they lost all this weight, the implant was too close to the top of the skin and when they went to charge it felt like someone was putting a hot frying pan on their back. The patient had tried turning it down, trying a t shirt, a towel, and changing the charging speed but it didn't matter; it burned and turned the area bright red. The issue started over 3 years ago when the patient had stomach surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.